Event description:
The spouse of a (B)(6), male, pt, contacted zoll customer support to report that the pt's battery charger was not charging the pt's batteries. The pt was issued a replacement battery charger and a replacement battery pack.

Manufacturer narrative:
Device eval of charger sn (B)(4) has been completed. The reported problem (batteries will not charge) has been confirmed. Upon receipt the charger was unable to charge a battery pack. The cause for the inability to charge is corrosion on the charger pca. The root cause for the corrosion cannot be positively determined but is likely ingress of an unk liquid. No adverse event required from the corroded pca. The pt received a replacement battery charger and battery pack.